Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-02703. It was reported the pt complained of unintended stimulation in her legs before feeling it in her back. Reprogramming was able to recapture back stimulation, but the pt also felt abdominal stimulation. The pt plans to follow-up with her sjm rep again at a later date.